Event description:
It was reported that the pegs sheared off the patella so the surgeon revised. The poly was also swapped as per typical protocol.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned - patient retained.

Manufacturer narrative:
The patient is 72 inches in height. An event regarding the pegs being sheered off a triathlon patella insert was reported. The event was not confirmed. Device history review indicated the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events reported for this manufacturing lot. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that the pegs sheared off the patella so the surgeon revised. The poly was also swapped as per typical protocol.